Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -15.0 diopter, in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and pupil/icl touch. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens vial. There was clear surgical residue on product. Visual inspection found the haptic torn and residue on the lens. (B)(4).